Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was disconnected from the pump due to playing volleyball. There was no impact to customer's blood glucose level.